Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that the pump is not giving her the correct dosage amount for boluses. The customer stated that she is sick and was in the hospital due to a surgery and has been taking vitamins and other pain medications. The customer stated that her blood glucose readings have been going up and down since her surgery. The customer stated that before the call, she took a manual injection of 25 units; however, the pump only gave her 9.7 units per bolus wizard. The customer was advised to seek emergency care.